Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that an escape basket was used during a ureteroscopy procedure performed on (B)(6) 2018. The patient was readmitted for clot colic. The patient experienced pain, hematuria and was resolved spontaneously.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).